Event description:
The account generated discrepant architect stat troponin-I results on 11 patient samples processed on the architect i1000sr. The account uses a cutoff for troponin of 0.029 ug/l. No specific patient information was provided. No impact to patient management was reported. (B)(6).

Manufacturer narrative:
Incorrect or inadequate test results. No consequences or impact to patient. An evaluation is in progress. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer (fse) performed extensive troubleshooting which included but was not limited to replacement of the wash zone manifold valves, wash zone probe, and trigger/pretrigger manifold valves, but the most likely cause of issue was considered to be a leaking manifold, wz fep tips, without valves. The architect system operations manual provides adequate information for troubleshooting erratic results, including a leaking wash zone manifold, and the architect stat troponin-I package insert provides adequate information regarding assay performance claims. No adverse trends for tickets with replacements of the manifold, wz fep tips, without valves were identified during december 2013. A review of the architect i1000sr, serial number (B)(4), service history was performed, and no additional service or complaint tickets related to discrepant patient results were found. Based on the results of the investigation, there is no indication of a deficiency or malfunction. The issue was resolved by field service replacing a leaking manifold, wz fep tips, without valves due to normal wear.